Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer called ambulance and went to hospital in this week due to high blood glucose level. Customer was in the hospital in intensive care unit for 4 days. Customer's blood glucose level was in the range of 300 mg/dl. Customer had blood glucose level of 240 mg/dl. Customer stated that the insulin pump was broken. The insulin pump will not be returned for analysis.